Manufacturer narrative:
(B)(4).

Event description:
The confirm icm was attempted to be activated and showed in vvi backup mode. Attempts were made to interrogate the device and were unsuccessful. A new icm was used and the procedure was completed. The patient is in stable condition.

Manufacturer narrative:
The reported field event of hardware backup mode was confirmed. According to a device image collected in the lab, the device entered hardware back up mode due to a power-on reset (por) that occurred. Ate and environmental stress testing was performed and the device electronics functioned normally. The cause of the por could not be determined.